Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested review of the daily threshold and impedance measurements trend reports. Upon review, ts determined that the rv lead shock impedances had been gradually increasing over the past year until they were high out of range and measured to be greater than 125 ohms. Ts discussed possible causes with the hcp and recommended for a commanded shock to be performed to further evaluate lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received from the field representative that reported the patient was brought into the clinic for defibrillation threshold (dft) testing of the rv lead. Two commanded shocks were dispersed in the single coil lead and revealed the shock impedance measurements on the rv lead to be high within normal limits (wnl). The field representative reported that the physician will continue to monitor the lead at this time. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested review of the daily threshold and impedance measurements trend reports. Upon review, ts determined that the rv lead shock impedances had been gradually increasing over the past year until they were high out of range and measured to be greater than 125ohms. Ts discussed possible causes with the hcp and recommended for a commanded shock to be performed to further evaluate lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.